Event description:
On (B)(6) 2012, we were awakened by a loud alarm from by husband's concentrator. After checking for kinks in the hose, the filters and ventilation, I knew that is was the machine. We called later that morning, his oxygen supply company, who then immediately delivered a monthly rental concentrator. We purchased from (B)(6), a nidek nuvo lite, ocsi, 115v, on (B)(6) 2012 for (B)(6). We called nidek and talked to (B)(6), who informed us it would take 6-8 weeks and we were to send it back to the vendor, (B)(6). We shipped it out on (B)(6) 2012. They rec'd it on (B)(6) 2012. I called on (B)(6) 2012 and talked to (B)(6) who said they had just sent it out on (B)(6). My husband had been enduring unbeknown to us, breathing less concentrated oxygen. He developed bronchitis, was very sluggish, and coughing up mucus stained with blood. I took him to his pulmonologist who suggested we not even consider a trip from (B)(6) to (B)(6) for (B)(6) due to his health. Neither company has called or written or emailed a status report on this unit. I called today and (B)(6) said it was out of his hands. Neither company will reimburse for shipping or rental. We were not even aware of a recall on this product at all. My husband has copd, is wheelchair bound, and has mononeuritis multiplex of the nerves. He needs high concentrated oxygen just to live. Dates of use: (B)(6) 2012.